Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "during yearly maintenance at expiratory valve test, the red alarm 'check flow sensor' occurs. Tf246006."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "during yearly maintenance at expiratory valve test, the red alarm 'check flow sensor' occurs. (B)(4)."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the flow sensor calibration was performed during a yearly preventive maintenance (pm) and is a required process to establish its accuracy. This calibration ensures that the ventilator can accurately measure the airflow and airway pressure being delivered to the patient and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the sensor is functioning as expected. Devices always need to undergo self-test and calibration before usage. If the flow sensor calibration failure alarm is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU) there is a potential that the measurement/values shown are not fully accurate. In conclusion, a failed flow sensor calibration should not be viewed as a malfunction and an immediate or critical failure, but as part of the preemptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed flow sensor calibration is not considered a reportable event.